Event description:
The lay user/pt called lifescan (lfs) on february 1, 2008 on behalf of the lay user/pt and alleged that his new one touch ultra 2 meter was missing battery in it when he first tried to use it. The medical affairs listened to the recorded call and verified the following info as the rptr could not be reached by phone to obtain f/u info. The rptr mentioned that the pt rec'd this new ultra 2 meter about a week ago from the day she called lfs. The pt first tried to use the new meter in 2008 at about noontime. He was unable to turn the meter on at that time. Therefore he did not get a reading at that time. At around 4:00-4:30 pm that day, he started feeling shaky, sweaty, and dry mouth. The rptr tried to test his blood sugar with the reported lfs meter and couldn't turn it on at that time. Therefore, she tested the pt's blood sugar with his old ultra meter and rec'd a reading of 40 mg/dl. The pt was treated with orange juice at that time. The rptr denied receiving any medical attn due to the reported issue. It would have been helpful to know if the pt was using another ultra meter regularly before trying to use the new ultra 2 meter or not, did he get a reading on old ultra meter at noontime that day when he couldn't turn the new ultra 2 meter on, what type of readings was he getting on that day in the morning, what diabetes medication does he take, and at what time does he usually take his medication. The rptr was unable to answer if the package seal was intact or not at the time of purchase. Replacement prods have been sent to the pt. This complaint is being reported as an adverse event, as the rptr claimed that the pt did not get a blood glucose reading due to the alleged issue and later felt shakiness, sweatiness, and dry mouth, which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject prods for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.